Event description:
Customer returned the device for repair. The technician found attachment gets hot, had to replace several components. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the attachment gets hot on the casing bottom and the bearings were oiled. This was attributed to faulty maintenance. The ball bearings were replaced. The device was repaired and returned to the customer on 07/26/2013.